Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen malfunctioned. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was unable to change any settings and unable to calibrate the touchscreen. He needed to push the green check mark to calibrate. During the calibration, it did not respond to the bottom portion on the screen. Eventually, he was able to calibrate the touchscreen and now it is working fine. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department" will handle the service call/incident. The investigation concludes that no further action is required at this time. I